Event description:
The aspiration catheter was being used when a dissection of the right coronary artery was noticed. The pt was suffering with acute myocardial infarction and ischemia. The physician inserted the aspiration catheter into the pt's right coronary artery and successfully aspirated the vessel twice. The physician inserted the aspiration catheter a third time and while attempting to remove the aspiration catheter it became stuck on the guide wire. The physician attempted to remove and used excessive force but the aspiration catheter would not break free of the guide wire. The physician decided to remove the aspiration catheter and the guide wire at the same time. The physician then noticed that after this manipulation of the devices the ostium of the right coronary artery was dissected. The physician inserted stents to cover the dissection. The procedure was two hours longer than normal. The pt was sent to the intensive care unit for observation and after three days was released and reported to be doing fine.